Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected power on reset (por) that occurred on the implantable pulse generator (ipg). During the visit to a cliic, it was noted that there was an recommended replacement time (rrt) message displayed on the device, battery voltage and lead measurements were unavailable and the programming parameters were changed to original settings. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the clinic device evaluation, recommended replacement time (rrt) / elective replacement indicator (eri) message was displayed on the device. It was noted that the battery voltage and lead measurements were unavailable. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.